Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery, an anterior capsulotomy of the lens was performed. Within ten seconds of starting phacoemulsification and aspiration using the ultrasound tip, burns developed on the wound and cornea. The cornea became cloudy and white, as if white smoke was coming out from the ultrasound tip, not near the wound. There was no irrigation. The surgery was completed without product replacement. The wound was sutured. The nuclear hardness grade (emery-little classification) was reported as two. Changed postoperative eye drops from glucocorticoids to steroid. Rho kinase inhibitors ophthalmic solution and corticosteroids prescribed for corneal edema. Updated the information that the surgery was terminated. Visual acuity was also decreased after the surgery.

Manufacturer narrative:
Corrected information was provided in section d.4. Additional information was provided in sections d.9, h.3 h.6 and h.11. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.